Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on approximately 05/05/2025, the patient reported that his cgm would provide him with a ¿high alert¿, which he would self-treat for with insulin, but his cgm value would not decrease. However, after an hour, the cgm then gave him ¿low readings¿. The patient reported the cgm values were not consistent and fluctuated between high and low values. No specific values were reported. While the patient was watching tv, he felt dizzy, tired, had a headache, was thirsty, hot, sweaty, and eventually ¿blacked out¿. The patient¿s mother found him, and it was reported that he was unconscious for approximately 5-30 minutes. His mother sat him down and gave him water to drink. A bg meter reading was 300 mg/dl and the cgm read 400 mg/dl. The patient¿s mother treated the patient with an insulin injection and the patient felt better afterwards. The patient did not seek assistance from a higher level of care. The patient was ¿feeling good¿ and in normal condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The patient¿s mother took a glucose comparison, and it was found to fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.